Event description:
It was reported that during a follow up, the physician found two episodes in the ventricular fibrillation zone. The physician attributed the episodes to noise on the ventricular channel. The lead was capped and a new one was implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.